Event description:
Positive thcg results were reported for 3 pt samples. The samples were repeated on a different analyzer and they were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results was due to a leak at the wash manifold. The instrument is performing within specifications. No further eval of the device is required.